Event description:
Info received indicates the casters were worn and the brakes were not setting or holding correctly.

Manufacturer narrative:
The technician replaced two brake casters to repair the bed.